Event description:
Note: the date of event is unk. It was reported to boston scientific corp that a resolution clip device was used during a colonoscopy with polyp removal procedure. According to the complainant, during the procedure, the clip would not advance through the sheath. The procedure was performed with another resolution clip device. There were no pt complications reported as a result of this event.

Manufacturer narrative:
The device has been received, however, the investigation has not yet been performed. Upon completion of the failure analysis of the complaint device, if there is any further relevant info from that review, a supplemental medwatch will be filed. (B) (4).